Event description:
Reporter stated that medical intervention was require for the end-user on (B)(6) 2018 at approximately 1800 for hypoglycemia. Reporter stated that the end-user received a normal result, 150 mg/dl, but began to feel symptoms of low blood sugar. Reporter called the paramedics and when they arrived they tested the end-user's blood glucose with their meter and received a 43 mg/dl. Reporter refused to provide how much time had passed between testing the prodigy meter and the paramedic's meter. Reporter refused to provide any additional information related to this event.